Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the patient (the patients mother) contacted lifescan (lfs) (B)(4) alleging that his onetouch ping enhanced meter displayed an inaccurately high result compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the meter was reading inaccurately during the early hours of (B)(6) 2016, when the patient obtained an alleged inaccurately high blood glucose result of 26.0 mmol/l on the subject meter compared to 19.2 mmol/l on a laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs accuracy criteria. The patient manages his diabetes with insulin pump therapy. The reporter alleged that several hours prior to obtaining the high result, at approximately 9pm on (B)(6) 2016, the patient had been admitted to hospital with symptoms related to diabetic ketoacidosis. She reported that while in hospital, her sons insulin pump had been discontinued and he had been treated with IV hydration and IV insulin between 9pm and 10pm on (B)(6) 2016. She indicated that her son had been kept in hospital overnight and as well as the lab comparison a result of 18.3 mmol/l was obtained on the ER/hospital meter. She reported that a control solution (cs) test result of 8.1 mmol/l was obtained using the subject meter and subject test strips and this fell within the expected cs range of 6.6-9.0 mmol/l for the vial. During troubleshooting, the csr established that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The csr also confirmed that the patients test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The issue remained unresolved.the patients products were requested back for investigation and replacement products were sent to the patient. Although the patient developed signs and symptoms that meet lfs criteria for a serious injury reportable adverse event the symptoms are consistent with the elevated result on the subject meter and with the treatment provided by the hcp. However, this complaint is being reported as a malfunction because the meter to lab comparison results fell outside lfs accuracy criteria.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.